Manufacturer narrative:
A ge service representative performed an onsite investigation. The universal node was evaluated and reseated. The associated cables and connectors were also reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibiting a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.